Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully in (B)(6) 2012 and performed to specification, alongside random manual power ons, up to the(B)(6) 2015. Multiple manual power ups one of ten minutes duration were recorded between between the (B)(6) 2015 and the final history log entry on the (B)(6) 2015. The pad-pak became depleted during this time. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs and the excess current drain measured would confirm a failing membrane. The fault could not replicated with a new membrane fitted. The sternum pogo pin was seen to be stuck inside the device, this was likely caused by excessive force during the incorrect insertion of the pad-pak. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.